Event description:
Patient reported, "my hands are really stiff, since I got these. It is like, I have arthritis". Patient later reported", healthcare professional later reported, a capsular contracture, baker grade iii. Device was explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety product/procedure: unable to observe, since it is a medical event. And is not related to the device. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Arthritis-ndr: not applicable as the event. Is not related to the device. Additional observations: creases are observed, deformation is observed, wear abrasion is observed, white particles were observed, on the shell. Observed, 40 mm dark patch edge material inside gel device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported "my hands are really stiff since I got these, it is like I have arthritis." Patient later reported". Healthcare professional later reported a capsular contracture, baker grade iii. Device remains implanted. This relates to the left side.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Patient reported "my hands are really stiff since I got these, it is like I have arthritis." Patient later reported". Healthcare professional later reported a capsular contracture, baker grade iii. Device remains implanted. This relates to the left side.